Event description:
The patient alleged that the infusion device was delivering an inaccurate amount of insulin. The infusion device had displayed e4 (occlusion error) prior to the patient's blood glucose level of 275 mg/dl at 4:48 am. She administered 2.8 units of insulin via the infusion device. She felt sick and vomited. At 2:00pm she was taken to the hospital where her blood glucose was measured at 319 mg/dl. The patient was treated with a perfusor of insulin. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.